Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were not always responding and when pressed cause too much insulin to be given. The customer blood glucose level was unknown. The batteries do not last more than 1 week. The insulin pump will not be returned for analysis.